Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 7 on the home choice (hc). The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power twice to clear them. The hp had left the unused supply line clamp open. The tsr explained that the supplies were compromised and the hp wanted to finish manually. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know. The hp understood the explanations, cleared the alarms, would finish manually and will call the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The cause was determined to be use error. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. This issue is being investigated through CAPA.